Manufacturer narrative:
Sections with additional information as of 06-mar-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Internal complaint reference: case-(b)(4. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 06-feb-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from meter memory of 184, 153, 251, 155 and 212 mg/dl and from pm fasting back to back blood tests of 185 and 263 mg/dl. The customer¿s expected am fasting blood glucose test result range is 112-118 mg/dl and expected pm fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification; customer is storing the product in her car. The test strip lot manufacturer¿s expiration date is 09/15/2024 and test strips were opened a few weeks prior to the call. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 184 mg/dl date: (B)(6) 2024 time: 8:00 am fasting. Result 2: 153 mg/dl date: (B)(6) 2024 time: am fasting. Result 3: 251 mg/dl date: (B)(6) 2024 time: pm fasting. Result 4: 155 mg/dl date: (B)(6) 2024 time: am fasting. Result 5: 212 mg/dl date: (B)(6) 2024 time: pm fasting.